Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the cystic artery identified and the surgeon was ready to use the endoscopic clip applier to close the vessel, the instrument didn`t perform as expected. More specific, the closing of the clip wasn`t adequate. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
The account alleges that when the device is plugged into the wall outlet, an arcing condition appears at the wall outlet. There were no injuries reported as a result of this issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.